Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: failure to deploy - thumb advancer, device detachment. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the starclose device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during thumb advancer deployment, it could not be advanced. Additional "strength" was applied and the middle of the device broke into two pieces at the skin surface. It was not specified how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was provided.